Event description:
It was reported that a cartridge alarm 16 occurred. Additionally, it was reported that occlusion alarms occurred. Reportedly, customer was unable to clear the cartridge alarm and reverted to manual injections for insulin therapy. Customer¿s blood glucose value was 160-400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.